Event description:
User called into emergency support program (esp) line during intra aortic balloon pump therapy, regarding leak in iab circuit alarm. The caller checked for blood in tubing meanwhile the esp personel could hear the ventilator alarming. Then the user suctioned the patient, who was intubated and experiencing discomfort and restless coughing. The leak alarm had gone off repeatedly in the past 15 minutes, with user restarting therapy each time by pressing start button. The esp personel advised using the iab fill key to reset the circuit and discussed troubleshooting strategies. If the issue persists after three attempts within an hour, user was instructed to contact for further assistance. He appreciated the support and was willing to follow the plan. Contact information was shared for any additional support needs. No harm or injury reported.

Manufacturer narrative:
A supplemental report will be submitted upon the completion of investigation.